Event description:
Procedure: capg with laa occlusion. Incident: the surgeon applied the tigerpaw system ii across the left atrial appendage. He repositioned once and was about 6 mm away from the left atrial. He fired the instrument and it placed the fastener as indicated. Upon observing the fastener, he noticed a tear in the appendage proximal to the fastener and on the posterior side of appendage. The bleeding could not be controlled, and the patient was placed fully on bypass at this point so that he could repair the tear. Bioglue and bard felt were applied and he closed the tear using a stitch through these materials from the inside and into the silicone material of the fastener. A leak was detected upon weaning the patient off of bypass. The patient lost an unknown amount of blood. The surgeon spent about 45 minutes repairing the tear.

Manufacturer narrative:
The edelivery tool received was very clean. After reloading the delivery tool and firing, the device functioned as per the IFU. This indicates that there was no problem with the delivery tool.